Event description:
It was reported that the user experienced an alert 42 indicating a motor current sense failure, and despite multiple restarts and dry runs including the rewind step, the device displayed ¿unable to proceed,¿ consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem and a component-level failure associated with the motor and a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.